Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are follows: date: (B)(6) 2014. Inratio inr: 5.4. Laboratory inr: 1.3. Date: (B)(6) 2014. Inratio inr: 4.1. Laboratory inr: 2.2. Date: (B)(6) 2014. Inratio inr: 3.7. Laboratory inr: 2.3. The time between testing was within three (3) hour. Therapeutic range 2.7 - 3.2 for the pt. There was no reported adverse pt sequela. There was no additional info provided.